Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an increase in high voltage lead impedance was noted. Technical support suggested provocative testing. No intervention has been performed at this time. The patient was in stable condition.